Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 600 mg/dl. The cause of elevated bg was unknown. Reportedly, the customer required assistance from contact to go to the emergency room and was subsequently hospitalized. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.